Manufacturer narrative:
The lead was in use for treatment. The lead was in service for approximately 10 years, 1 month before being capped off inside the patient, therefore, the clinical observation cannot be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections before shipping to the customer. Per qa permanent lead final inspection procedure all finished leads will be inspected 100% unless otherwise specified. Pull test, insert connector pin of lead into pull tester. Secure and pull connector sleeve to 2 pounds. After preforming pull test, insure connector is still intact. Verify proper application of adhesive with a minimum of air bubbles. Verify that the lead is free of adhesive residue. Check outer hull to inner hull laser weld. Verify presence of 4 welds placed approximately 90 degrees apart. Weld should be smooth and shiny. Verify that there is no hole in laser weld impression. Ensure that the silicone on connector hull is not damaged from weld impression or buffing. The coil should not have kinks or sharp bends and should be evenly wound. A coil is not acceptable when it has been over-stretched more than 2-filar widths. The connector sleeve and o-rings should have no nicks, cuts, excessive flash or excessive adhesive residues on its surface. There should be a minimum of air bubbles in glued areas. The elafix p2 physician's manual informs the user: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. Based on investigation a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Planned device change out d/t eri on sorin pacemaker. During can to can change it was discovered that the atrial pin would not tighten sufficiently to pass tug test. We tried a different wrench and then a non-torque wrench. The tug test did not pass. It was determined that the patient was chronic atrial fibrillation so we decided to cap the atrial lead and plug the atrial port. The atrial port plug would not hold also. We determined that the atrial port may have been damaged or defective. The device will be returned for analysis. A new single chamber device was used. Pt tolerated the procedure well. On further examination the atrial pin appeared much smaller than is1. An examination of the explanted sorin pacemaker showed a portion of the atrial pin still lodged in the header.